Event description:
The customer reported a false reactive architect hbsag qualitative ii result on a patient. The following results were provided: sid (B)(6)(sn# (B)(6)) initial = 2.81 s/co, repeated after centrifugation = 2.79 / 2.78 s/ co architect hbsag qualitative ii confirmatory test run: sid (B)(6)on sn# (B)(6)c2 result = 1.91 s/co reactive diasorin = non-reactive no impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect hbsag qualitative ii lot 58330fn00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. A review of the manufacturing documentation did not identify any issues associated with the customers observation. Inhouse testing determined that the clinical specificity performance is not negatively impacted. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation a systemic issue and/or product deficiency was not identified for the architect hbsag qualitative ii (lot# 58330fn00).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false reactive architect hbsag qualitative ii result on a patient. The following results were provided: sid/sn (B)(6) initial = 2.81 s/co, repeated after centrifugation = 2.79 / 2.78 s/ co architect hbsag qualitative ii confirmatory test run: sid/sn (B)(6) c2 result = 1.91 s/co reactive dioscorin = non-reactive no impact to patient management was reported.